Manufacturer narrative:
Qn#: (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "balloon could not pass through the sheath" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex. The reported complaint that the "balloon could not pass through the sheath" is confirmed. The sheath in question was not returned with the device. The intra-aortic balloon catheter (iabc) was returned with numerous kinks to the central lumen. Additionally, numerous punctures were noted to the bladder, consistent with contact from a sharp object. The damaged iabc can result in difficulty inserting the iabc through the sheath. The root cause of the complaint is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath (the femoral artery) into the patient's body during use on the patient in the catheterization room. As a result, a new iab was successfully used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath (the femoral artery) into the patient's body during use on the patient in the catheterization room. As a result, a new iab was successfully used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the "balloon could not pass through the sheath" is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the sheath (the femoral artery) into the patient's body during use on the patient in the catheterization room. As a result, a new iab was successfully used. There was no report of patient complications, serious injury or death.